Event description:
Bowel injury surgically repaired. Pt treated with antibiotics. Later, pt experienced abdominal discomfort. Despite inability to locate any further injury, colorectal surgeon opted to treat with temporary diverting colostomy.

Manufacturer narrative:
The MFR does not know whether or not the user facility is reporting this event. The code was selected with "other" meaning that the training, inspection, lot records etc. Were evaluated. There was no evidence of out of specification condition during this eval. It appears that soft tissue became entrapped on the sacral face and subsequently was injured.